Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from a non-healthcare professional this case concerns (B)(6) female patient who received treatment with synvisc one and later 2 days after starting treatment 70 cc of fluid was removed from right knee, and later after unknown latency had inability to bear weight, decreased mobility, had severe swelling and pain in right knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (given suprapatellar pouch in right knee) for osteoarthritis knee pain (batch/lot number: 7rls021, expiry date: 31-may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had severe swelling, pain, decreased mobility and had inability to bear weight. On (B)(6) 2017, the patient was seen in office and on the same day the doctor removed 70 cc of fluid from the right knee. Corrective treatment: removed 70 cc of fluid from right knee; unspecified for rest of the events. Outcome: recovering for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Additional information was received on 17-nov-2017. Related cases were added. Additional event of pain in right knee was added. Text was amended accordingly. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-nov-2017: the new follow up information received does not change previous case assessment. This case concerns a female patient who received synvisc one injection for osteoarthritis knee pain and later had decreased mobility and inability to bear weight. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from a non-healthcare professional. This case concerns 56 year old female patient who received treatment with synvisc one and the same day right knee tightened; later 2 days after starting treatment removed 70cc of fluid from right knee/knee drained/took out fluid, could not raise her leg to put it on the table, and required assistance for this and later after unknown latency had inability to bear weight, decrease mobility/little trouble walking when she went to work/could not walk, had severe swelling/ knee kept swelling and pain in right knee/excruciating pain, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (given suprapatellar pouch in right knee) for osteoarthritis knee pain (batch/lot number: 7rsl021, expiry date: 31-may-2020). The same day, when patient was home the knee tightened (latency: 0 days). On an unknown date in (B)(6) 2017, after unknown latency, the patient had severe swelling, pain, decreased mobility and had inability to bear weight. On (B)(6) 2017 patient had a little trouble walking when she went to work. At 14:00 hours, patient called her husband and asked him to bring crutches to the work because she could not walk. She went home from work at 15:30 and called the physician. The knee kept swelling. Patient got on the couch and stayed on the couch that entire evening and next day. On (B)(6) 2017, the patient was in excruciating pain and missed going to work. Patient could not drive herself and the pain was still bad. The patient got to office and could not raise the leg to put it on the table and required assistance (latency: 2 days). The physician took out fluid which relieved the pain on the same day the doctor removed 70 cc of fluid from the right knee. Corrective treatment: removed 70cc of fluid from right knee; unspecified for rest of the events. Outcome: not recovered for could not raise her leg to put it on the table, device malfunction and required assistance for this and right knee tightened; recovering for rest of the events seriousness criteria: required intervention for decrease mobility/little trouble walking when she went to work/could not walk, inability to bear weight, device malfunction, removed 70cc of fluid from right knee/knee drained/took out fluid, severe swelling/knee kept swelling, pain in right knee/excruciating pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 17-nov-2017. Related cases were added. Additional event of pain in right knee was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 07-dec-2017 from the patient. Additional event of right knee tightened and could not raise her leg to put it on the table and required assistance for this was added. Event verbatim was updated from pain in right knee to pain in right knee/excruciating pain, severe swelling to severe swelling/knee kept swelling, decrease mobility to decrease mobility/little trouble walking when she went to work/could not walk. Clinical course was updated. Text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017:this case concerns a female patient who received synvisc one injection for from the recalled lot osteoarthritis knee pain and later had decreased mobility and inability to bear weight. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Decrease mobility/little trouble walking when she went to work/could not walk [unable to walk]. Inability to bear weight [weight bearing difficulty]. Device malfunction [device malfunction]. Removed 70cc of fluid from right knee/knee drained/took out fluid [effusion (r) knee]. Severe swelling/knee kept swelling [swelling of r knee], pain in right knee/excruciating pain [knee pain], could not raise her leg to put it on the table, and required assistance for this [joint range of motion decreased]; right knee tightened [stiff knees]. Case description: this case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from a non-healthcare professional. This case concerns 56 year old female patient who received treatment with synvisc one and the same day right knee tightened; later 2 days after starting treatment removed 70cc of fluid from right knee/knee drained/took out fluid, could not raise her leg to put it on the table, and required assistance for this and later after unknown latency had inability to bear weight, decrease mobility/little trouble walking when she went to work/could not walk, had severe swelling/knee kept swelling and pain in right knee/excruciating pain, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (given suprapatellar pouch in right knee) for osteoarthritis knee pain (batch/lot number: 7rsl021, expiry date: 31-may-2020). The same day, when patient was home the knee tightened (latency: 0 days). On an unknown date in (B)(6) 2017, after unknown latency, the patient had severe swelling, pain, decreased mobility and had inability to bear weight. On (B)(6) 2017 patient had a little trouble walking when she went to work. At 14:00 hours, patient called her husband and asked him to bring crutches to the work because she could not walk. She went home from work at 15:30 and called the physician. The knee kept swelling. Patient got on the couch and stayed on the couch that entire evening and next day. On (B)(6) 2017, the patient was in excruciating pain and missed going to work. Patient could not drive herself and the pain was still bad. The patient got to office and could not raise the leg to put it on the table and required assistance (latency: 2 days). The physician took out fluid which relieved the pain on the same day the doctor removed 70 cc of fluid from the right knee. It was reported that patient got injection at orthopedic doctor. Corrective treatment: removed 70cc of fluid from right knee; unspecified for rest of the events. Outcome: not recovered for could not raise her leg to put it on the table, device malfunction and required assistance for this and right knee tightened; recovering for rest of the events seriousness criteria: required intervention for decrease mobility/little trouble walking when she went to work/could not walk, inability to bear weight, device malfunction, removed 70cc of fluid from right knee/knee drained/took out fluid, severe swelling/knee kept swelling, pain in right knee/excruciating pain a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 17-nov-2017. Related cases were added. Additional event of pain in right knee was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 07-dec-2017 from the patient. Additional event of right knee tightened and could not raise her leg to put it on the table and required assistance for this was added. Event verbatim was updated from pain in right knee to pain in right knee/excruciating pain, severe swelling to severe swelling/knee kept swelling, decrease mobility to decrease mobility/little trouble walking when she went to work/could not walk. Clinical course was updated. Text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Follow up was received on 17-jan-2018. It was reported that patient got injection at orthopedic doctor. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns (B)(6) female patient who received treatment with synvisc one and later 2 days after starting treatment 70 cc of fluid was removed from right knee, and later after unknown latency had inability to bear weight, decreased mobility and had severe swelling. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (given suprapatellar pouch in right knee) for osteoarthritis knee pain (batch/lot number: 7rls021, expiry date: 31-may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had severe swelling, pain, decreased mobility and had inability to bear weight. On (B)(6) 2017, the patient was seen in office and on the same day the doctor removed 70 cc of fluid from the right knee. Corrective treatment: removed 70cc of fluid from right knee; unspecified for rest of the events. Outcome: recovering for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection for osteoarthritis knee pain and later had decreased mobility and inability to bear weight. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.